Manufacturer narrative:
Reference record (B)(4). J tube return sample was received at abbvie for examination. One assembled click-adaptor with j-tube attached and another part from j tube were returned. There was a bezoar present at the distal end of j tube. It is not possible to determine if the distal end is damaged. Bezoars are retained concretions of undigested food material in the intestinal tract. Bezoar is a known complication of use of device.

Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event is expected to be returned. A follow up report will be submitted upon completion of investigation or if any additional information is received.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. During a nurse visit for j tube assessment at the hospital, reportedly, a gastroscopy showed ulcer at the stomach due to a friction between the j tube and the duodenum. The j tube was removed and a bezoar was observed. The physician recommended duodopa discontinuation for one month and parriet tabs 1x2.